Manufacturer narrative:
H.10: through follow-up communication with customer livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use at an estimated distance of 3 meters from the surgery field with the fan directed away from the patient. No additional information is available on this specific case and the root cause could not be determined. If any other additional detail is provided, a follow up report will be submitted.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. Reportedly the bacteria samples taken from the device are not compliant. The type of contamination has not been communicated to livanova. There is no known patient involvement.